Event description:
Pt had implants many years ago. Now distortion of left breast and severe pain and tightness in both. Dr felt best to remove them and replace with saline. Also a large amount of hematoma was found under the left implant. Cultures were taken. Device in risk mgmt.